Event description:
The information received from the affiliates states that this male patient (age unknown) was presented to the interventional lab for an angioplasty procedure of a shunt anastomosis (side unknown). The vessel was described as moderatley calcified and tortuous. The size of the vessel and the rate of stenosis are unknown. The information states that the product was prepared as per the IFU. A guidewire was inserted across the lesion without difficulty. The product was advanced to the target lesion over the guidwiere through the sheath introducer, and the balloon was inflated using the indeflator (brand and size: unknown). Upon the balloons initial inflation, the balloon ruptured at 18 atmospheres. The balloon was safely removed from the patient and another balloon was used to successfully complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.